Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, the new cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. All df-1 pins and the lv lead were removed and re-inserted. After doing so, shock impedance measurements were in range at 80 ohms. Rv coil to can was in the 60 ohm range. The ra coil was in the 100-ohm range, however it had been in this range historically. There was some rate/sense noise upon pocket closure, and it was believed that pocket closure was the cause of that noise. Following the device replacement procedure, this left ventricular (lv) lead exhibited no capture. Low level noise was also observed on the rv channel, and it was noted that this may have been attributed to external monitoring equipment hooked up to the patient. Rv auto-threshold (rvat) testing showed no capture due to no evoked response (ER) on the shock electrogram (egm) at maximum outputs. In addition, there were premature ventricular contractions (pvcs) marked as rv deflections with no corresponding qrs on the shock egm. Right atrial (ra) lead auto-threshold (raat) testing resulted in a qrs on the shock egm. The patient was brought to the catheterization laboratory, and it was confirmed that the is-1 pins of the ra and rv lead were reversed in the header of the new crt-d. Before correcting the reversed ra and rv lead connections, lv thresholds were checked in ddd. It was determined that because the rv lead was in the atrial port, rv pacing left the lv in refractory resulting in the lv capture threshold issues. The pocket was re-opened that same day to correct the ra and rv is-1 connections. Once the lead connections were corrected, lv thresholds and all tests had resolved. This crt-d, rv lead, ra lead, and lv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, the new cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. All df-1 pins and the lv lead were removed and re-inserted. After doing so, shock impedance measurements were in range at 80 ohms. Rv coil to can was in the 60 ohm range. The ra coil was in the 100-ohm range, however it had been in this range historically. There was some rate/sense noise upon pocket closure, and it was believed that pocket closure was the cause of that noise. Following the device replacement procedure, this left ventricular (lv) lead exhibited no capture. Low level noise was also observed on the rv channel, and it was noted that this may have been attributed to external monitoring equipment hooked up to the patient. Rv auto-threshold (rvat) testing showed no capture due to no evoked response (ER) on the shock electrogram (egm) at maximum outputs. In addition, there were premature ventricular contractions (pvcs) marked as rv deflections with no corresponding qrs on the shock egm. Right atrial (ra) lead auto-threshold (raat) testing resulted in a qrs on the shock egm. The patient was brought to the catheterization laboratory, and it was confirmed that the is-1 pins of the ra and rv lead were reversed in the header of the new crt-d. Before correcting the reversed ra and rv lead connections, lv thresholds were checked in ddd. It was determined that because the rv lead was in the atrial port, rv pacing left the lv in refractory resulting in the lv capture threshold issues. The pocket was re-opened that same day to correct the ra and rv is-1 connections. Once the lead connections were corrected, lv thresholds and all tests had resolved. This crt-d, rv lead, ra lead, and lv lead remain in service. No additional adverse patient effects were reported.